Manufacturer narrative:
Device was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. As reported the surgeon utilized an awl to prepare the insertion site. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 5.5/6.5 threaded dilator. Use error may have been a contributing factor to the event.

Event description:
It was confirmed broken anchor was removed from the patient.

Event description:
It was reported that the tip of the anchor broke while being inserted after awling. A backup device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.